Event description:
Extreme edema in both her ankles all the way up to her both knees [oedema peripheral] both knees/thighs became swollen [joint swelling] a touch of congestive heart failure [cardiac failure congestive] tightness in knees and thighs [joint stiffness] both knees and thighs felt heavy [sensation of heaviness] difficult time attempting to walk/required assistance of walker [gait disturbance]. Case description: extreme edema in both her ankles all the way up to her knees, both knees/thighs became swollen, a touch of congestive heart failure, tightness in knees and thighs, both knees and thighs felt heavy, difficult time attempting to walk/required assistance of walker. Spontaneous report received on 21-jan-2008 from consumer regarding a female osteoarthritis pt with a medical history of osteoarthritis, diabetes, and obesity. The pt received her first injection of synvisc on seventeen days earlier in both knees. On the same day, the pt experienced swelling in both knees and thighs, heaviness in both knees and thighs, and a difficult time attempting to walk which required assistance from a walker. The pt was told that "her second injection of synvisc would be held and that she should visit her regular treating physician." On nine days later, the pt visited the ER and was admitted to the hospital due to "extreme edema in both her ankles all the way up to both knees." During the hospitalization period, the following tests were performed: MRI, electrocardiogram, and "other blood tests." No evidence of blood clots was found. She also learned that she had "a touch of congestive heart failure," but no specific medical intervention would be taken while she was hospitalized. On three days later, the pt was released from the hospital. On an unk date, the pt also experienced tightness in the knees and thighs. At the time of this report, the pt's symptoms had improved. No further info provided.